Manufacturer narrative:
Analysis/ evaluation: upon receipt, visual inspection revealed a circumferential balloon rupture with surface abrasions at the distal side of the rupture. The distal end of the balloon was detached along with the tip of the balloon. The inner lumen was exposed at the distal end and appeared stretched. Functional tests were not able to be completed due to the condition of the device. Conclusion: returned product analysis confirmed a circumferential balloon rupture with surface abrasions. It is inconclusive when, during the procedure, the balloon separated from the catheter. It is possible the balloon separated from the catheter when the health care professional (hcp) attempted to retract the device through the patients vasculature. Information received from the hcp noted the target lesion underwent pta two months prior to being treated with the lutonix dcb. The hcp elected not to pre-dilate the target lesion prior to treatment, as prescribed by the instruction for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt, pre-decontamination visual inspection revealed a circumferential rupture near the distal end of the balloon. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed there are no other similar complaints reported for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. The DHR found nothing to indicate a manufacturing related cause for this event. Upon completion of the investigation, a supplement report will be submitted with all relevant information. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at five atmospheres during the treatment of the calcified target lesion. The health care professional (hcp) originally performed a lower limb angioplasty of the target lesion with a normal pta balloon approximately two months ago. The target lesion was discovered to have re-stenosis. Reportedly, the hcp did not predilate the target lesion prior to treating it with the lutonix dcb. The hcp noted the balloon rupture was said to be circumferential. Reportedly, the hcp was unable to retrieve all the balloon remnants. The decision was made to place two stents to secure the balloon remnants to the vessel wall. No adverse patient effects were reported.